Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. The system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance measurements. Additionally, there was a gradual rise in pacing impedances and thresholds. It was noted that r-wave amplitudes have gradually declined. Technical services suspects this is due to something physiologic. No noise on stored events or presenting electrogram (egm)s. The field representative will discuss with the physician. At this time, the implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.